Event description:
While on site to install an internal board, the technician (B)(4) was shocked in the face. No injury was reported, but the technician did seek to be checked out by a medical professional. The medical professional performed some tests and the results came back normal. No pts were involved.

Manufacturer narrative:
The eval has not yet been completed. Once the eval has been completed, a follow up report will be submitted. No pt involvement.